Event description:
Patient reported they were injected with one syringe of juvederm voluma xc in the cheeks (1/2 syringe on each cheek). Within seven days of the injection, the patient developed an "infection under the right eye in the tear trough." At this time, the patient was put on keflex which did not help. The patient then went to an infectious disease doctor, and received a "IV PICC line" and "antibiotics." The patient indicated the infection then "burst," and "white pus and blood" came out. The patient then stated approximately two months after the initial injection with juvederm voluma xc, the left side tear trough started experiencing the same reaction. The patient was later put on oral bactrim by a physician's assistant at time, the patient was tested for mrsa which came back negative. The patient then later saw a different physician, who put the patient on prednisone and bactrim. The doctor "lanced" the infected areas and got a culture. The results of the culture came back "sterile." This physician has also treated the patient with hyaluronidase "four or five times." The patient indicated they are still "a little puffy" on the right side tear trough, and can "feel a sensation at the area when the patient gets hot or cries." Further follow-up revealed the patient had "a reaction" to restylane "about a year ago" in the tear troughs. The swelling under the eyes were confirmed by the physician 5 days after injection. Keflex was given at that time. The physician suspected a sinus infection because the patient had a history of sinus infections. The injecting physician feels the symptoms were not product related because of the location of the symptoms and feels the symptoms merely occurred around the same time.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of infection, "infection burst," white pus and blood, swelling, "sensation when the patient gets hot or cries" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events as follows: precautions" "as with all transcutaneous procedures, dermal filler implantation carries a risk of infection. Standard precautions associated with injectable materials should be followed." Adverse events: per table 1: treatment site responses by maximum severity occurring in greater than 5% of subjects after initial treatment (n = 265) possible treatment site responses post injection with juvederm voluma xc include tenderness, swelling, firmness, lumps/bumps, bruising, pain ,redness, discoloration, and itching. "Treatment site responses reported by less than equal to 5% of subjects included ache, acne, bulge, bumps, cheek larger upon waking up, dry patch, fine wrinkles, injection/needle marks, numbness, pigmentation from treatment, puffiness, rash, scratch near injection point, soreness, tightness, and yellowness." Device - and injection related adverse events occurring in less than equal to 1% of subjects included injection site hypertrophy (0.7%), nodule (0.7%), inflammation (0.4%), injection site anesthesia (0.4%), injection site dryness (0.4%), injection site erosion (0.4%), mass (0.4%), contusion (0.4%) and syncope (0.4%). Post-market surveillance: "juvederm voluma without lidocaine has been marketed outside the us since 2005, and juvederm voluma with lidocaine has been marketed outside the us since 2009. As of (B)(6) 2012 the following aes were received from post-market surveillance for juvederm voluma with and without lidocaine with a frequency greater than equal to 5 and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. All aes obtained through post-market surveillance are listed in order to number of reports received" inflammatory reaction, lack of correction, infection, migration, granuloma, allergic reaction, abscess, necrosis, numbness, and vision abnormalities. Reported treatments include: antibiotics, steroids, hyaluronidase, anti-inflammatories, anti-histamines, aspiration, radio frequency therapy, laser treatment, ice, massage, warm compress, analgesics, anti-viral, ultrasound, excision, drainage, and surgery."

Manufacturer narrative:
.

Event description:
Further follow-up with the injecting physician revealed the following information. The patient was injected with 30 units of dysport to the corrugator orbicularis oculi concomitantly with the juvederm voluma xc. The symptoms were described as "small red, raised area beneath" the right eye.

Manufacturer narrative:
Medwatch sent to FDA on 03/16/2016. Further follow-up with the healthcare professional revealed that the reported event does not represent the FDA definition of a serious injury.

Event description:
Additional follow-up with a treating physician revealed the following information: the patient was treated with vitrase. The symptoms resolved approximately 14 months after injection.